Event description:
The surgeon went to use the stapler hand piece (egiaustnd) and stapler load sig60axt. The stapler would not fire or release the stapler load. We opened a new hand piece without a delay in the case.